Manufacturer narrative:
The device was disposed in the facility.

Event description:
The patient underwent successful stent assisted embolization of the anterior communication artery (acom) aneurysm. One microcatheter and then another of the same microcatheter along with the guidewire (subject device) used during the procedure. The next day post procedure, the patient had a headache, which was treated with medication (not specified). One month later, the event was resolved with no residual effect. The event was reported as related to the wire and catheters used during the procedure. It was confirmed that there was no perforation.